Event description:
The customer states that the ground pin was missing from the ac power cord and that there was a section missing from the outer jacket of the hv cable.

Manufacturer narrative:
The ge service rep replaced the ac power cord, hv cable assembly, label cover, and cable cover. The system functions as intended.